Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection allegation could not be determined. A root cause could not be determined. Labeling states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.